Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed exiting the tubing during the load sequence. Customer changed out the infusion set and cartridge. While loading the cartridge a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin. Cartridge was reloaded to resolve the issue. The next day while using the same cartridge, an inaccurate fill estimate was received. Customer changed pump supplies. Customer's blood glucose was 200-400 mg/dl.